Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2019, product type lead. Product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: va1zksl029, ubd: 02-may-2023, UDI#: 00763000006501 ; product ID: 977a260, serial/lot #: (B)(4), ubd: 02-may-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 021-sep-13, information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported they let the ins go dead. A couple of days ago pt recharged the controller and recharged the ins to 100%. The stimulation was off. When pt tried to turn stimulation on, the controller (ptm) displayed the message 'settings not available'. Pt used the ptm on the call. Ptm was at 100% and ins was at 80%. Pt was in group a and it was highlighted in green. Reviewed that meant their stim was on. Pt went to increase stim and got 'settings not available'. Pt tried group b. The intensity was at 0.0. Pt went up to 0.2 and got 'settings not available'. Pt had no falls/no trauma/no medical procedures lately. Troubleshooting did not resolve the reported issue. Redirected to healthcare provider (hcp). Pt said their hcp was in (B)(6). Pt lives 6 months in (B)(6) and 6 months in (B)(6). Pt is currently in (B)(6) and does not have a pain management hcp in (B)(6). Pt said they did not take drugs or anything. On the call pulled up hcp listings in (B)(6) and provided the contact for hcp in (B)(6). No symptoms/patient complications reported. On (B)(6) 2021, sdditional information received. Caller stated patient reported device hasn't worked for over 2 weeks and patient spoke to mdt rep (B)(6) (asked/unknown date) who is going to be coming to their appointment to make device adjustments but caller has been unableto reach louis to set everything up. Tss transferred caller to nas. On 2022-01-31, additional information was received from the patient reporting that after they called patient services, they were redirected to a new physician (name unknown) who referred them to a medtronic representative (rep). The rep met the patient at the (B)(6) hospital and told the patient that 2 attachment/leads that stimulates were no longer good and there was no way the (B)(6) hospital would be able to re-connect them. The rep told the patient that factors that may have contributed to the issue could have been due to the attachment/leads coming loose from a flip or fall. The patient stated that the rep recommended a work around until they were able to get back to florida to see their managing physician and come up with a plan for device issue. The patient was unsure how to describe the work around but stated that it has helped about 80 percent, although the patient still noted some back pain. The patient stated that they will be back in (B)(6) in march and will see their managing physician (dr (B)(6).